Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the baton cable is moved the image goes in and out. The customer stated that the anesthesiologist reported the problem with the device and indicated that the problem had been occurring for six (6) or seven (7) weeks. The customer continued using the device because it is the only baton they have. The procedure was cancelled, the patient returned "last week" and the glidescope continued having an intermittent image issue. No harm to the patient or user was reported.